Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown concentration and a dose of ".3 something," via an implantable infusion pump for non-malignant pain. It was reported that a catheter event had been confirmed. There was a pump refill on (B)(6) 2017 and the hcp aspirated yellowish fluid so a catheter dye study was done and the hcp determined the catheter was sheared or disconnected. The patient had a revision on (B)(6) 2017 to correct the issue. No symptoms were reported. It was reported that the catheter was revised and the total length after the revision was 94.3cm or 0.203ml. It was stated the catheter was clear of all drug and a prime of just the total catheter volume was done. The drug concentration was 50mg/ml and the dose was in minimum rate mode. No further complications were anticipated/reported.